Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent l4-s1 fusion. Post op, the patient had pain as the screw was reported broken. As a result, a revision surgery was performed to explant the broken screw. No fragments remained in the patient. The patient achieved solid fusion. No patient complications after the revision surgery were reported.

Manufacturer narrative:
X ray review: post op x-ray for l4-s1 fusion shows bilateral fracture of the sacral alar screws. There is also a sacral l5 screw crossing the disc space. Unable to judge fusion status on these films but was solid by report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual review confirmed that the screw broke ~3 threads down from the base of the bone screw neck. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Microscopic examination of the fracture surface identified a fairly flat fracture, with ratchet marks near the area of crack propagation, and convex progressive striations through ~85% of the cross-sectional area of the bone screw followed by a sheer lip at the end of the fracture, consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.